Manufacturer narrative:
Analysis received the unit with motor error alarm due to a faulty force sensor resistor. Analysis was unable the displacement, occlusion, prime, and the excessive no delivery tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call the insulin pump has insulin squirting out during priming process. The customer's blood glucose was 281 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.